Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer mother reported via phone call that her daughter was hospitalized due to dka on (B)(6) 2017 with blood glucose of 546 mg/dl. Customer mentioned getting the following symptoms related to their high blood glucose, nausea, vomiting, abdominal pain and difficulty breathing. Customer was getting no delivery alarm and noticed a crack in the pump. The reservoir will not go into the pump and not getting any insulin. Customer stated the drive support cap is flush. The customer was not wearing the insulin pump for less than 48 hours prior to hospitalization. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with the reservoir tube lip completely broken. Pump received with normal operating currents and passed the self test, displacement test, rewind, unexpected restart error test, prime test, and the excessive no delivery test. Unable to perform the basic occlusion test, occlusion test, and the delivery accuracy test due to broken reservoir lip. No unexpected excessive no delivery alarm noted. Pump also received with broken battery tube threads, minor scratched lcd window, scratched reservoir  tube window, cracked reservoir tube window, and missing end cap sticker.